Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by bio-med personnel that the pt had several red heart alarms while at home. The hospital had the pt's aicd interrogated remotely and labs done. By the time pt was seen in the clinic, there were no alarms left on the data log. The system controller was exchanged with another system controller. Additional info received indicated that the pt continued to have low speed and low power hazard alarms. All the equipment was exchanged but the alarms only occurred when the pt was connected to the power module. The hospital is suspecting that the pt has a short to shield on the percutaneous lead, although the continuity test performed by the bio-med passed. Info received on (B)(6) 2013 which indicated that the log file analysis. Contained abnormal operation with the pump intermittently failing to maintain the set speed causing multiple alarms. X-rays which were reviewed did not reflect any obvious areas of concern of the percutaneous lead. A modified cable was sent to the hospital. The pt is not eligible for a pump exchange and at this time the distal end repair of the percutaneous lead poses a risk, so the pt will stay on the ungrounded cable until further notice.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of red heart alarms was confirmed based on the information contained in the submitted system controller log file. The events captured in the log file appeared to have occurred while the patient was connected to the power module and was indicative of a potential percutaneous lead issue; however, a percutaneous lead compromise could not be confirmed as the pump was not available for evaluation. According to the information provided to the manufacturer, the patient remained ongoing on the ungrounded patient cable without issue until expiring on (B)(6) 2014 due to an unrelated issue and the pump was not explanted (reference MFR report number 0002916596-2014-00878). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.